Manufacturer narrative:
The suspect needle was received back for investigation. Manufacturing records were reviewed and three electrical hi-pot issues were noted. Engineering testing found the needle's electrical properties within specification. Needle was disassembled and damages of the wire insulation on the heater wire was found. The exact root cause for the damaged insulation heater wire is under investigation.

Event description:
During a stick freeze in a renal cryoablation procedure and while using ithaw, the physician observed the patient was having muscle spasm. The iceforce needle was replaced for an icerod needle and the case was completed with no patient injury.